Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified the product was returned with several pieces including a poly screw, fractured poly sheath, and a smaller white handled tool. None of the products are etched with part or lot numbers for identification. The larger, blue handled inserter shows no signs of damage and the hex feature appears intact. The smaller, white handled inserter shows no signs of damage and appears completely intact. The screw has flaring in several areas along the threads and the tip appears worn down/ deformed. The sheath is split into two (2) pieces. The sheath has a slight bend to the body and several deformities along the edges. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has been returned for analysis and an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, the guide wire was inserted and the tibial sheath was inserted of the guide wire. The screw was inserted over the guide wire and as the screw was being tightened, the sheath busted. Attempts have been made and additional information on the reported event is unavailable at this time.